Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated instrument and identified the 3-way valve, pressure sensor, and pressure monitor printed circuit board (pcb) as the defective. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The system returned to normal operation after part replacement. No further issues were noted. Beckman coulter internal identifier is case (B)(4).

Event description:
Customer reported observing liquid foam on patient samples and erroneous patient results generated for multiple analytes on their cmp (comprehensive metabolic panel) which includes albumin, blood urea nitrogen, calcium, carbon dioxide, chloride, creatinine, glucose, potassium, sodium, total bilirubin, protein, alanine aminotransferase, alkaline phosphatase and aspartate aminotransferase involving the au480 clinical chemistry analyzer. The customer did not provide patient data or demographics, and the number of patient samples affected is unknown. There was no report of change to treatment, injury, or death associated to this event.